Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Completed information for section a1 - patient identifier: sids (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely depressed carbon dioxide (co2) and calcium (ca) results generated on the architect c4000 processing module for patient samples. The following data was provided (customer¿s reference ranges co2: 23-29 mmol/l; calcium: 8.7 - 10.5 mg/dl): sample ID (B)(6) c02 initial result = 8 mmol/l, repeat = <5 mmol/l, repeat result on another analyzer = 22 mmol/l sample ID (B)(6) co2 initial result = 7 mmol/l, repeat = 23 mmol/l, repeat result on another analyzer = 23 mmol/l ca initial result = 4.3 mg/dl, repeat=8.8 mg/dl, repeat result on another analyzer = 8.9 mg/dl no impact to patient management was reported.

Event description:
The customer observed falsely depressed carbon dioxide (co2) and calcium (ca) results generated on the architect c4000 processing module for patient samples. The following data was provided (customer¿s reference ranges co2: 23-29 mmol/l; calcium: 8.7 - 10.5 mg/dl): sample ID (B)(6). C02 initial result = 8 mmol/l, repeat = <5 mmol/l, repeat result on another analyzer = 22 mmol/l. Sample ID (B)(6). Co2 initial result = 7 mmol/l, repeat = 23 mmol/l, repeat result on another analyzer = 23 mmol/l. Ca initial result = 4.3 mg/dl, repeat=8.8 mg/dl, repeat result on another analyzer = 8.9 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
Update: additional information in section d10 - concomitant product. The field service representative (fsr) inspected the instrument, performed troubleshooting, and observed bubbles in the probe wash pump bellows. The bellows were replaced, and the issue was resolved. No additional discrepant results have been reported since the part was replaced, and service activity completed. Return testing was not completed as returns were not available. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6). There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the architect c4000 did not identify any trends associated with the complaint issue. A review of tracking and trending for the bellows, bellows only, did not identify any trends. Device history record review did not show any non-conformances or potential non-conformances for the complaint issue. Review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect c4000 for serial (B)(6) or the bellows, bellows only, was identified.